Event description:
A hydrothermablation procerva procedure set was used during a hydrothermablation (hta) procedure ( patient initials, age or birthdate and weight are not known) on (B)(6) 2010. According to the complainant, the procedure went fine and no fluid leaks were reported. However, during a follow up visit on (B)(6) 2010, a burn that was catagorized as "second degree" was observed where the thigh and buttocks meet. The burn appeared to be sustained from the tubing. The burn was treated with vicodin and silvadene cream. Clinical follow up information confirmed that the burn was sustained from the tubing and there was no leaking at the cervix. There were no further complications and the patient was reported to be experiencing some discomfort and pain from the burn. An additional attempt has been made to obtain follow up event details with no response from the clinician.

Manufacturer narrative:
The complainant was unable to provide the lot number, therefore, expiration and manufacturing dates cannot be determined. The complainant has indicated that the product has been disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between the device and the cause of this event. If any additional relevant information is received, a supplemental medwatch will be filed.